Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physician listed as the patient's managing physician on (B)(6) 2019. They reported they haven't seen the patient since 2008. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that during the patient's back surgery in (B)(6) 2019 the healthcare professional (hcp) removed the implantable neurostimulator (ins) and left the leads implanted. The ins was removed because it went dead and the patient couldn¿t charge it backup. The patient also wanted to find our MRI compatibility for a shoulder MRI. There were no further complications reported or anticipated.